Event description:
It was reported during a laparoscopic cholecystectomy an inner gasket from the trocar dislodged and fell into the pt. The gasket was retrieved and a new 511sd was opened to complete the case. There was no pt consequence.